Event description:
During a robotic hysterectomy procedure, while attempting a left salpingectomy, the robotic system displayed a message that the vessel sealer blade was exposed. During troubleshooting with the surgical system manufacturer rep, it was determined to remove the vessel sealer handpiece and send it to the manufacturer for evaluation. Surgical procedure was completed by mini laparotomy.